Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increasing trend of shock lead impedance measurements with a value of 133 ohms recorded and elevated thresholds. This lead was subsequently surgically abandoned and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.